Event description:
PICC inserted in 2001. Chest x-ray reported a tip in the left innominate vein. The following day the IV nurse noted blood backed up in unused port and pulsating. The dr was notified, pt complained of pain and numbness in the left hand, the left fingers were cyanotic. The pt was taken to surgery to remove the clot.